Event description:
Customer reported an issue of "failure in charge". There was no report of patient involvement.

Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.